Manufacturer narrative:
Additional information received indicates the alleged device was not manufactured by medtronic. The manufacturer was determined to be biomet. (B)(4).

Event description:
It was reported that the patient underwent a laminotomy at t12-l1, and posterior instrumented fusion with placement of t9-l3 pedicle screws and 5.5 mm titanium fusion rod with derotation to correct scoliosis. Approximately 23 months post-op, films were obtained that confirmed bilateral transpedicle screw fractures at l3. The patient underwent a corrective surgery at 24 months post-op.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.